Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that she was dancing and received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent act button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.